Manufacturer narrative:
The customer stated they received discrepant troponin t results for a second patient sample. This sample initially resulted in a troponin t value of 14.27 pg/ml. The sample was repeated three times, resulting in troponin t values of 1050 pg/ml, 1029 pg/ml, and 1029 pg/ml. The field service engineer determined the samples were run in racks without tube adapters required for 13 mm. Diameter tubes. The investigation determined the issue was caused by the customer not using the required rack adapters.

Manufacturer narrative:
The troponin t reagent lot number was 726126. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 rack. The sample initially resulted in a troponin t value of 15.46 pg/ml with a data flag. The sample was repeated twice, resulting in troponin t values of 656.2 pg/ml with a data flag and 658.3 pg/ml with a data flag.